Event description:
A high blood glucose level was reported, with no specific value given other than "high." There was no adverse impact to the customer's blood glucose level. The customer took corrective action by administering a correction bolus via the pump. Technical support instructed the customer to inspect various components, including the site, infusion set, and tubing. Although no issues were found with the site, infusion set, or cannula, large air bubbles were present in the tubing, which were addressed by priming out the air using the fill tubing feature.